Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, increased capture threshold and increased pacing impedance were observed on the right atrial (ra) lead. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. The patient is stable.